Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Also, the unit had corrosion on the battery tube and battery capt contact. There was no damage on the lcd isolation taped noted during testing. However, the unit powered up properly after battery installation and was received with operating currents within specification. There was no blank display anomalies or failed battery test alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 244 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.